Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the sample was not returned for evaluation, two videos were provided for review. The video shows the partial view of a clinician holding the syringe which was attached to the blue catheter hub of an implanted dialysis catheter. The clinician attempting to aspirate fluid with the syringe. In first video, some air bubbles were noted in the extension leg and in the syringe while aspirating. In second video, some air bubbles were noted in the extension leg and there was a gap formation happened between syringe stopper and fluid inside the syringe barrel while aspirating. Therefore, the investigation is confirmed for the reported air/gas in device and identified suction issues. However, the investigation is inconclusive for the reported fluid leak and material integrity issues as the provided videos was not sufficient to confirm the reported issue. A definitive root cause could not be determined based upon the provided information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B5, g3, h6 (device, component, method, result, conclusion). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a dialysis catheter placement procedure using equistream split tip. Post the procedure, a leakage was detected in the extension tube of an eq long-term catheter on nov 21, 2025. Reportedly, the patient had been undergoing normal dialysis until the leakage issue was identified. Further, the catheter was found to be damaged and there was air ingress during dialysis backflush. There were no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, videos were provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a dialysis catheter placement procedure using equistream split tip. Post the procedure, a leakage was detected in the extension tube of an eq long-term catheter on (B)(6) 2025. Reportedly, the patient had been undergoing normal dialysis until the leakage issue was identified. Further, the catheter was found to be damaged. There were no reported patient injuries.